Event description:
Reportedly, the device push button started a fire in or. There were no injuries to the patient or staff as a result of the fire. There was no report of patient treatment or impact. Description of the incident described in the received report including relevant events prior to and subsequent to the actual incident are not known at the moment. Procedure and patient sex: unk.